Event description:
It was reported that when the patient's stimulation was on and he would sit down, the stimulation would turn itself up to an uncomfortable level. If he stood up, the stimulation intensity would go back to normal. This had happened with a lot of frequency over the last 7-8 days. The patient turned stimulation off to avoid the discomfort. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).